Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: received device in two pieces. Internal catheter wires exposed and broken. Suture attached to catheter material. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
E-mail received from the sales rep. Informed that: "(B)(4) broke at (B)(6). Nurse isn't sure what happened. No impact to pt. Will follow up when nurse returns from vacation". Additional information received from the sales rep on (B)(4) 2013: "patient was taken to CT, and during the process the microsensor was disconnected/broken in half. Microsensor was removed from the patient, and they discontinued monitoring the patient. Patient is okay". Codman received a medwatch report from the FDA. A search of the system was conducted and we were not able to link it to a previously reported complaint. After speaking with the customer and the rep it was determined that the complaint had already been reported under (B)(4). The medwatch report stated: it was discovered that the fiberoptic catheter or "microsensor" was broken after the patient returned from the CT scan. No harm to the patient occurred. Device failed (e.g. Broke, couldn't get it to work or stopped working). (B)(4) left a message for customer. Does not appear device is available. Looking for more information on the surgeons actions based on the breakage of the device. (B)(4) left a message for customer. Need to know if sensor was removed and replaced or if monitoring was discontinue. (B)(4) customer left a voicemail indicating that we need to speak with the clinical educator for ICU and who actually wrote up the incident. Customer has asked (B)(6) to call us. (B)(6). (B)(4) it was discovered by conversation with the customer ((B)(6) that this complaint sample was already handed over to the rep quite a while ago. Based on her response a complaint search was conducted and it appears that this event was already reported under (B)(4). As a result the complaint will be voided. (B)(4). Again, in a phone conversation with the customer, the device was removed and monitoring discontinued. No harm and no delay resulting. Based on the information complaint does not meet criteria for FDA reporting. (B)(4) 2014: we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to malfunction.